Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) unit during initial drain. The hp stated she was connected. The technical service representative (tsr) assisted with troubleshooting and advised the hp to cycle power to clear alarm. The tsr explained the se 2240 alarm indicates air in the patient line. The hp confirmed to setup with new supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance contacted the hp who stated that the issue was resolved. The hp stated that she was doing fine and continuing therapy without issue. There was no patient injury or medical intervention.